Manufacturer narrative:
It was reported that the base of the surgical clipper was smoking after a c-section and the countertop was noted to be scorched. The facility reported that the base bubbled where the device had gotten hot. The smoke was witnessed by the staff, however no procedure was in process and no patient was in the room at the time of the incident. The clipper was not in use at the time that the smoke was observed. The base was plugged in for an unknown period of time when the incident occurred. After the smoke was noticed the charger was unplugged and removed from the room. There was no impact to the staff, the patient or a procedure. Per the lot number provided, this surgical clipper was part of a corrective action that took place in 2015 and it was confirmed that the facility acknowledged this corrective action; however did not return the device. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the surgical clipper base was identified to be smoking.